Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated gas loss and catheter restriction alarms. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was determined that it was likely there was an internal kink. Additionally, the monitor showed flattened waveform peaks. There was no patient harm or adverse event reported.